Event description:
Used navage for first time in correct manner after thoroughly reading instructions to irrigate nasal passage. Saline entered sinuses causing severe pressure in both ears. Pain continued to intensify for many days with increased pressure; 3 days post injury a ent specialist was seen. Ent found a hematoma on the left eardrum caused by severe inner ear pressure. Tympanometry revealed a flat line in the left ear due to the severe pressure in the inner ear. Audiology revealed loss of hearing at high frequencies. Ent specialist prescribed prednisone steroid and amox-clav antibiotic. FDA safety report ID # (B)(4).